Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had died while in the hospital with diabetic ketoacidosis (dka). The patients pod was removed once they got to the hospital. The patient was diagnosed with dka and pneumonia. The patient had been in the intensive care unit (ICU) for 4 days and then was transferred to the oncology department. The patient had passed away on the 11th day in the hospital. No further information was provided as to this event. It should be noted the patient suffered from stage 4 cancer.